Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the device was interrogated following implantation and was found to be in backup mode. Technical support was contacted and suggested reprogramming the device. The device was reprogrammed to resolve the event. The patient experienced no consequences.